Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2015, this patient underwent emergency endovascular treatment for a thoracic aortic dissection with a ulcer like projection and was implanted with a gore® tag® conformable thoracic stent graft. The patient tolerated the procedure. On an unknown date and year, a distal stent graft induced new entry (dsine) from the distal edge of the device, and rapid aortic enlargement were observed. On (B)(6) 2020, the patient underwent emergency reintervention. Two additional stent grafts were deployed to extend the device distally. The physician believes oversizing contributed to the event.